Event description:
It was reported that a total abdominal hysterectomy was performed in 2001. Three months later, the patient presented with vaginal bleeding and discharge. The patient had to return to the physician's office multiple times with removal of sutures on at least three occasions.